Event description:
It was reported that during a pulsed field ablation (pfa) procedure a farawave pulsed field ablation catheter was selected for use. During ablation, the catheter was not able to switch from basket to flower position. Additionally, the physician had difficulties inserting the guidewire. The catheter was replaced and the procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.